Event description:
It was reported that the patient was hospitalized due to elevated blood glucose levels of 24 mmol/l (432 mg/dl) accompanied by high ketones. The patient exhibited symptoms of abdominal cramps and vomiting. Treatment involved the administration of insulin and fluid therapy. The patient was discharged the following evening. The patient reports they had been 'hospitalized twice this month'. This is incident 1 of 2 reported. Insulet ref cn-5345624 reports the second incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.